Event description:
Due to moderate to heavy calcium and disease state, pre-planning for this procedure called for access by introducing the excluder endoprosthesis via a surgical graft conduit to the left external iliac artery. An 8mm surgical graft was attached to the left internal iliac. In advancing the wire, the iliac artery was dissected. After re-suturing the region, another attempt was made to pass the wire without incident. However numerous attempts to advance a wire on the contralateral side (right) failed. Vascular access attempts alone had lasted approx four hours, and therefore the physician decided it was in the best clinical interest of the pt to convert to a standard open surgical repair of the aneurysm, prior to the excluder device ever being introduced into the pt. The surgical convertion was successfully completed and at last report the pt was in good condition.